Manufacturer narrative:
The subject device was not returned to omsc for evaluation, therefore omsc could not investigate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus (B)(4), there was the possibility that the cause of the damage of the channel was the interference from the endo therapy accessory, the use of the inappropriate endo therapy accessory, or the insertion and/or withdrawal of the endo therapy accessory with excessive force. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for an unspecified procedure with the subject device at the user facility, it was found that there was foreign material in the suction channel of the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. The service department of olympus (B)(4) checked the subject device and found that there was foreign material in the suction channel due to the pin hole of the suction channel.